Manufacturer narrative:
A 2000e china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 24015031. The feedback provided by the customer states that, "the connector of the infusion set was separating." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24015031 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It was reported that bd alaris smartsite needle-free valve was separated the following information was received by the initial reporter with the following verbatim on (B)(6) 2024, in the department of thoracic surgery, the healthcare provider was preparing to give a patient an infusion when he noticed that the connector of the infusion set was separating and this occurred with two consecutive packages of infusion sets, which were replaced with new ones, and the patient was able to receive the infusion as normal